Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose level due insulin was not flowing through the tubing. Therefore, he tried to treat it multiple daily injections, but on (B)(6) 2021, the patient went to the emergency room and consequently, the patient was hospitalized due to high blood glucose level. Further, he was admitted to intensive care unit. His highest blood glucose level was 768 mg/dl and had high ketone level which the healthcare professional assessed as dangerous/life threatening. Moreover, the infusion had been used for less than two days. During hospitalization, he received fluids of saline, insulin, and unspecified intravenous medication (drug name unknown) which resolved the issue. The patient was released after four days (approximately) in the intensive care unit with no permanent damage to the patient. No further information available.